Manufacturer narrative:
The tech found the foot brake caster not holding due to a rubber brake pad missing. The tech replaced the foot brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom tech stating the foot brake caster does not hold. The bed was located at a hill-rom svc ctr not in use. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).